Event description:
The physician was using a reef hp pta balloon catheter to treat an eccentric av-fistula, which exhibited 80% stenosis was non-tortuous and not calcified. There was no resistance at the time of balloon insertion. No resistance was encountered during insertion of the device into the guide catheter or insertion of the guide wire. It was reported that the balloon burst longitudinally during the first inflation at 12 bar. The event did not affect the patient. Device evaluation: there is a longitudinal burst on the balloon. No other damage or kinks noted to the device.

Manufacturer narrative:
Evaluation results and conclusion: patient's condition affected effectiveness of device . Device failure/lack of effectiveness related to patient condition. (Difficult lesion - 80% stenosis, av shunt). (B)(4).